Manufacturer narrative:
Test strip lot number 1020413712, expiration date: 06/2015, control solution lot number 1030713254 range: 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by the consumer stating, "I went to the hospital due to a blood glucose reading of 400 mg/dl I received on my nova max meter." It was also reported by the consumer that an hour later he tested himself again getting a result of 361 mg/dl he decided to go to the clinic. Two hours later his hcp, health care professional told him to go to the hospital. When he arrived in the emergency room, a nurse performed a blood glucose test on the consumer, the blood glucose result of 227 mg/dl. According to the consumer he was treated with IV fluids with an unknown medication and released three hours later. The consumer alleges a control solution test was performed as instructed in the directions for use and it was in range, result unknown. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The meter and test strips will be returned for evaluation.